Event description:
Mid-procedure, the physician noticed, on the intracardiac ultrasound catheter image, a thrombus dangling from the sheath in the right atrium. No thrombus was noted in the left atrium. The physician chose to continue the procedure and bolused the patient with heparin. Physician stated that he would not advance the sheath further into the left atrium to prevent the thrombus from entering the left atrium. The patient appeared stable throughout the duration of the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.